Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova 39; s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34; defects¿ or 34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR?; code 81; device return and evaluation is not needed as the evaluation will add no value to the investigation.

Event description:
It was reported that the patient 39; s generator was explanted due to infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. An update was received that the cause for the infection was due to patient manipulation and that the infection was at the generator site. In addition, it was noted that surgeon left the lead implanted in hope to reuse the lead once the infection cleared. Device evaluation in not necessary because the event has been determined to be unrelated to the functionality of vns. No other relevant information has been received to date.